Manufacturer narrative:
Product disposed of.

Event description:
It was reported that after a surgical procedure at the user facility, when the batteries of the device were being removed a staff member received a minor burn. There was no treatment needed or medical intervention was required.